Event description:
It was reported when using the bd tube pms plh 13x75 3.0 slbl lim ce there was label lift off/partial peel off. The following information was provided by the initial reporter. The customer stated: "the label that is usually affixed to the side surface was detached."

Manufacturer narrative:
Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. However, 100 retained samples were visually inspected, and no detached labels were found. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.